Event description:
It was reported that a patient underwent an open umbilical repair and mesh was implanted. The patient experienced a recurrent hernia. On (B)(6) 2011, twelve weeks after the initial procedure, a second procedure was done to repair the hernia. During this procedure, the surgeon noted a serous type fluid on top of the mesh and that there was no ingrowth on either side of the polypropylene mesh. The fluid was removed and the mesh was explanted without any resistance. The recurrent hernia was repaired with a larger flat piece of proceed mesh.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the initial hernia repair procedure on 02/2011 and the mesh did not adhere. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results: one explanted mesh, undamaged with straps still attached was returned for evaluation. The appearance of the mesh was found to be as expected after implantation for (B)(6). All parts except the polypropylene mesh are degraded. It was not possible to determine the reason for the lack of ingrowth. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) recurrent hernia. Conclusion (B)(4) the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.